Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button response issue. The "up" button has a change in responsiveness where the pump continues scrolling after the button is released. This complaint is being reported because the alleged issue was not solved with troubleshooting. There was no reported adverse event associated with this complaint.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 10/03/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 09/10/2013 with the following findings: there was no visible damage to the keypad. All of the keypad buttons were found to be responding appropriately to button presses. The keypad was removed and no button contact defects were found. No defects were found related to the complaint.